Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had poor movement at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem occurred midway through the surgery. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction, but it seemed to move slowly. The timing of instrument movement was not appropriate and there was no shakiness and/or friction experienced/observed. There were no instrument-to-instruments or system arm-to-arm interference or external collisions. The reported events were observed occasionally during use as it was not intermittent and no patterns identified. A backup instrument was used. There was no patient injury, and the instrument was inspected prior to use with no damage observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes the tip not to move well. Further inspection found the grip tang to be dislodged and had a frayed grip cable. The instrument was found to have a dislodged grip tang near the base of the grip tip. The instrument was found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.